Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a system message displayed, the cassette was not recognized and the fluid exchange was not performing during a surgical procedure. The procedure was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
A service request (sr) was opened july 20, 2018. A review of the sr indicates the customer was provided a quote for service but it was not approved and service was cancelled. The system was manufactured on june 28, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).